Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed on the same day. The target lesion was located in the mid left anterior descending artery (lad) with 95% stenosis and was 38mm long with a reference vessel diameter of 2.75 mm. The target lesion was treated with predilation and placement of a 2.75x38mm promus element long stent. Following intervention, residual stenosis was 0%. In (B)(6) 2014, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was hospitalized for a follow up and was referred for angiography without revascularization. In (B)(6) 2015, angiography without revascularization revealed an in-stent restenosis of the previously placed 2.75x38mm promus element long stent in the mid lad. The event was considered as recovering/resolving. A day later, the patient was discharged.